Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 362 mg/dl at the time of incident. Customer report self-test was performed after that, pump error recurred. The customer was assisted with troubleshooting and the pump error did not clear. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with power error detected due to non-sleep anomaly software error. Hardware low level failures(variable 3) alarms are confirmed in pump history file due to a broken trace at keypad assembly.